Event description:
A problem with the ptm (personal therapy manager) was reported initially. It was stated that a "mdt splash screen" was seen on the ptm, however, when patient tried to use it, it started working. It was later reported by the hcp (healthcare provider) that when the patient attempted to get a bolus, it was declined because the ptm was disabled. Hcp had not disabled the ptm. It was added that there have been ongoing issues with the ptm and that "each time the ptm failed the patient was hospitalized." Patient was a cancer patient and was very dependent on getting her boluses.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2010 explanted: unk.